Manufacturer narrative:
Related damaged modular cable is reported under MFR# 2916596-2023-06648. Manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) was confirmed via the submitted log file. A review of the submitted controller event log file spanned approximately 3 days (B)(6) 2023 per time stamp. On (B)(6) 2023 at 21:22:54, 21:24:37, and 21:25:49 after switching from batteries to the mpu, the no external power alarm activated due to both white and black lead voltages dropping to 0v. This was consistent with a loss of ac power. The alarm cleared on its own shortly after power was restored. The backup battery was able to provide power to the controller during this event. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The mpu, serial (B)(6), was not returned for analysis and remains in use. The provided information indicated that the patient stated the alarms occurred when he touched the damaged area of the modular cable. The mpu has a v-lock connector, the ac power cord did not come loose at the wall outlet or from the back of the unit, and there was no loss of power to the residence. The unit was not exchanged, and the alarms resolved after the modular cable and controller were exchanged. Although the issue resolved with exchanging the mod cable and controller, these products are not suspected to be the cause of the issue. A root cause for the reported event was not conclusively determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including no external power alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully-charged batteries, and battery clips within reach to be prepared for a power outage. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient came in with damage to their driveline and no external power alarms. They started that the alarms occurred when they touched the damaged area. There were not any driveline faults noted so vad coordinator was not sure it was actually the driveline causing the issue. Controller and modular cable were exchanged. Log files captured several no external power events on (B)(6) 2023 between 21:22:54 & 21:26:45. It appeared the patient was trying to switch from battery power to the mobile power unit (mpu) but kept getting no external power alarms, so the patient switched back to battery power. It was advised to inspect the mpu, patient cable and power lead connector and pins for integrity. Additional information stated that the damage was on modular cable. There were no further alarms after modular cable and controller exchange. Related damaged modular cable is reported under MFR# 2916596-2023-06648.